Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for the last 2-3 days the incision site where the device was has been very tender and sensitive to the touch. They reported pain at incision site. Caller stated that sometimes if they move or pull their pants up it was like an instant burning like a hot poker kind of feeling and it was not local like a finger poke. Caller noted that it seems like it's inches long and it's just a really hot poker. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2025-dec-18, additional information was received from the patient. They reported that they were calling asking for compatibility with x-ray, patient mentioned that they were going to take an xray to check if the ins moved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.